Manufacturer narrative:
Device is a combination product. If implanted, give date: several months prior event. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a percutaneous coronary intervention, in-stent restenosis and angina occurred. The target lesion was located in the ostial circumflex artery. The physician treated the lesion with placement of a 2.5mm x 20mm promus element plus stent. Several months after the index procedure, the patient presented due to angina and was referred for cardiac catheterization. An in-stent restenosis was noted at the ostium of the previously implanted stent. The physician treated the lesion with balloon angioplasty using an unspecified cutting balloon, a non-bsc balloon and one non-bsc imaging catheter. Additional stenting with a non-bsc stent was made to resolve the vessel dissection that occurred in the left main coronary artery. The procedure was then completed and no patient complications were reported. The patient status was fine.